Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with his onetouch ultra2 meter powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a year prior to contacting lfs. The patient manages his diabetes with insulin (type/ amount not specified). The patient reportedly administered self 40 units of insulin. The patient did not specify developing symptoms due to the alleged issue; however, around the same time as the alleged issue, the patient reportedly went to the emergency room (ER). The patient did not specify results obtained with the ER/ hospital meter. The patient alleged a health care professional (hcp) administered the patient 14 units of insulin (type not specified) as treatment. At the time of troubleshooting, the cca noted there was indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Follow-up (6/18/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.